Event description:
Reporter calling to report experiencing intense pain as well as being "bedridden" after receiving hyalgan injection in his left knee. Reporter states he receives treatment at a (B)(6). Reporter states he was treated by a p.a. (Physician's assistant) who performed the injection on approximately (B)(6) 2023. Reporter states that "about two days" after the injection, he experienced intense pain and was unable to walk, and was confined to his bed. Reporter states he is scheduled for knee replacement in a few months, however he wonders how he is going to manage until then due to ongoing pain he is experiencing. Reporter states that at the time of the injection, the p.a. Told him some of the hyalgan may have been inadvertently placed in his "soft knee tissue" as the needle was being withdrawn, however reporter states the p.a. Told him that this would be absorbed by the body after a brief period of time.